Event description:
It was reported to nova biomedical that a consumer's blood glucose meter lcd display is missing the segments for the third digit. Subsequently, the consumer is not able to rea the whole result. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.